Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, it appears that the pump may have infused at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "does not deliver correctly". They report that the pump was programmed to deliver 450ml over 6 hours and 546ml was delivered. The reporter also stated that this is the first time it's happened. Mmdg did follow up with the initial reporter, they report the patient has a backup pump, and that the patient was doing well. (B)(4).